Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with episodes of automatic mode switch. There appeared to be noise occurring right after atrial depolarization with lead noise sensed right after atrial contraction. All other electrical parameters were stable and the were no symptoms reported. The patient will continue to be monitored.